Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 115 mg/dl and sensor glucose was below 40 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 115 mg/dl and sensor glucose was 49 mg/dl at the time of call. The customer stated that the sensor cannula was bent after removing out of the body. The sensor will be returned for analysis.